Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer received a call over the weekend about a stuck mini engine. The customer managed to resolve the mechanical issue and recover the drawer on their own. Verified the unit was functional again. The fse monitored the unit for a few days due to recent failures of mini engines and a controller board at the account. The unit has been operating fine for the last several days with no further issues. The functionality of the unit was verified. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the mini drawer 2.4 failed and required maintenance. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, resulting in a delay in dispensing the required medications. There were no adverse events or injuries reported based on this event.